Manufacturer narrative:
Patient underwent battery revision due to battery depletion. Depleted battery did not allow for further investigation. Battery lasted approximately 6 years; not considered a premature depletion. New battery implanted. No further action to be taken.

Event description:
Product forwarded from medtronic; explanted device received for analysis. Device explanted on (B)(6) 2025 (no reason given). Mdt (B)(4).